Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a loud constant tone of insulin pump. It was reported that insulin pump had a high pitch screaming sound. Customer changed batteries for two hours and constant tone was not resolved. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 7.3 mmol/l.

Manufacturer narrative:
The pump was received with alarms due to moisture damage on the electronic assembly. No unexpected audio/beep anomalies noted during testing. Moisture damage was found on the motor assembly. Unable to perform the functional checks or test the operating currents tests due to the constant alarms. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.